Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with post-paced t-wave over-sensing exhibited by their implantable cardioverter defibrillator. Programming changes for the device were recommended to a healthcare provider. Patient had no consequences as a result of this event.